Manufacturer narrative:
The subject device was not returned for evaluation. Customer representative stated that the distal cap cover was disposed by the user facility. The scope is not going to be returned. Customer representative stated that there is no problem with the scope. Investigation is ongoing. This report will be supplemented accordingly following investigation. Correction and preventative action (CAPA) investigation has been opened to further investigate this issue.

Event description:
As reported, therapeutic ercp (endoscopic retrograde cholangiopancreatography procedure performed. Procedure was completed successfully with biliary stones removed and ductal clearance achieved, upon withdrawal of the duodenoscope, distal cover was found attached but "split" at the bottom. Cracked distal cover was reported. There was no patient harm or injury reported due to the event. No user injury reported. This report is related to report with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿ never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endo therapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed." Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. It is possible that the cover was slightly torn due to improper attachment steps to the device (ex. It had been pushed diagonally), the cover was fragile because it had been slightly crushed before being attached to the device, or the cover was damaged further by stress from being attached to device or twisted/pushed/pulled in the patient's body. Olympus will continue to monitor field performance for this device.